Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (non-functional response buttons) was confirmed. Upon investigation the response buttons was intermittently non-functional. The cause for the failure was contamination in the response buttons. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a monitor had non-functional response buttons.